Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was unknown. Customer was advised to replace their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no button error alarm. There was intermittent button response due to moisture damage keypad trace. There were minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.